Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia (B)(6) 2013 to place a longer abutment due to reported pain and irritation at the abutment site. The implanted device remains.